Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product found blood visible in the guide wire lumen and on the shaft and crystallized contrast in the loosely folded balloon and inflation lumen, consistent with preparation and the balloon inflated in the patient anatomy. The shaft was stretched (necked) sporadically through the entire length of the distal shaft. There were multiple kinks throughout the entire length of the hypotube. A non-abbott guide wire was returned inserted in the guide wire lumen of the balloon catheter. The guide wire was able to be removed without resistance noted. The guide wire was returned with two kinks in the core 52.1 cm and 52.7 cm distal to the proximal end of the guide wire. Factors which can contribute to deflation issues include, but are not limited to: lesion characteristics, patient anatomical morphology, pre-dilatation strategy, deflation technique, inadequate connection to the indeflator, or contamination in the inflation lumen. To help ensure that the reported deflation difficulties are not related to a manufacturing deficiency, all catheters are 100% inspected for damage. Additionally, a sampling of units is destructively tested to verify proper inflation and deflation. The total catheter length was measured and the noted stretching of the shaft likely contributed to the catheter length being too long. A new indeflator was filled with water and was used in an attempt to inflate the balloon to the rated burst pressure, when it was observed that fluid was coming out of a tear in the shaft 1.3cm distal to the guide wire exit notch, for a length of 1.6 cm. The material at the tear was smooth. In this case, it is possible that as the balloon was not completely deflated during retraction, this would contribute to the noted shaft stretching if resistance was encountered. No damage was noted to the catheter prior to use which suggests a product deficiency did not contribute to the reported difficulties. Additional handling during packaging, handling and return to abbott vascular for analysis may have contributed to the noted tear in the shaft, as there was no reported leak and the balloon was able to be successfully inflated. However, a conclusive cause for the reported difficulties deflating the balloon could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for deflation issues or damaged shafts for this lot.

Event description:
It was reported that the trek balloon was only able to partially deflate after pre-dilatation of the chronic total occlusion in the right coronary artery. The partially deflated balloon catheter was withdrawn into the guiding catheter and the system was removed. Additional trek balloons were used for additional pre-dilatation and 3 non-abbott stents were implanted to complete the procedure. There was no adverse patient effect. No additional information was provided.